Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Additionally, the battery gauge was fluctuating and a temperature alarm occurred. There was no report of the pump being exposed to abnormal temperature conditions. Reportedly, the contact cleared these alarms, unplugged the pump from original power source, and successfully initiated charging with an alternate power source. The customer¿s blood glucose was 95(mg/dl).